Event description:
It was reported that noise and intermittent loss of capture was observed on the right ventricular lead. Since the patient was not a candidate for a lead replacement procedure, the physician opted to replace the device to gain additional programming options. During the revision procedure, the anodal ring fracture was confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator, (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2005. (B)(4).